Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during basal. Customer cleared the alarm and stated that the drive support cap does not appear to be damaged. Customer's blood glucose was 246 mg/dl. Customer did not press the cap while connected and the pump was not exposed to a high magnetic field. Customer also had a motor position encoder error alarm in the alarm history. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test and off no power test. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history crc check failed alarms due to a corrupted history file. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.